Event description:
The pt experienced increased pain. The implantable neurostimulator was upgraded to a 2x8 prime advanced. There was no pt injury associated with the event. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The implantable neurostimulator and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.